Event description:
A 5 1/2 year-old boy was originally implanted on 1/30/1996. His system functioned normally over the next two years. When the child awoke on 12/14/1998, his implant system was no longer functioning. He was taken to the implant center that same day for device evaluation. Testing conducted at the center, including a complete exchange of the external equipment, confirmed that his device was no longer functioning. Explantation/reimplantation took place on 12/23/1998. User was reimplanted with another clarion device.